Manufacturer narrative:
Medtronic received the following information from a journal article entitled ¿ case report: type iiia endoleak due to disconnection of afx2 and the endurant aortic extension cuff after endovascular aneurysm repair¿ ebe r, nomura y, kawasaki r, koide y, tanaka h,murakami h international journal of surgery case reports, volume 133, 2025,111625, https://doi.org/10.1016/j.ijscr.2025.111625. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿case report: type iiia endoleak due to disconnection of afx2 and the endurant aortic extension cuff after endovascular aneurysm repair¿ an endurant cuff and mdt stent graft were implanted in the endovascular treatment of a 58 mm aaa. The proximal neck was 20 mm in diameter, 16 mm in length, and angulated 60 in the anteroposterior direction. To prevent type iiia endoleak, the endurant cuff was first placed below the renal artery, followed by a size-up non-mdt stent graft. The procedure was completed with no endoleaks. Post-operative CT showed there was a 25mm overlap between the aortic extension and main body. Postoperative CT performed every 6 months showed a 1¿2-mm decrease in aneurysm diameter at 1, 6, 12, and 24 months. However, a later review showed gradual junction disconnection, leading to diagnoses of aneurysm enlargement and type iiia endoleak at 30 months postoperatively. Although the junction was not completely disconnected, a thrombus in the endurant extension impaired blood flow to the lower extremities.  Three days later, intervention was performed . Two  non mdt stent grafts with another non mdt  stent graft were inserted into the gap between the proximal cuff and main body as treatment . No endoleaks were observed. The postoperative course was uneventful, and the patient was discharged on postoperative day 10. At the 1-year follow-up, no recurrence of a type iiia was observed, and the aneurysm had decreased in size.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the cause of the thrombus formation within the stent graft is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.